Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: the device was used for high ligation of spermatic vein. When 5mm clip was clipped on 10mm clip, the jaws were locked. Tissue had to be resected to remove the 5mm clip. Another device was used.